Event description:
Event description guidant received information that during the implant procedure, a guidewire became lodged in the lumen of this left ventricular lead as the lead was attempted to be advanced within a very narrow vessel. Upon removal of the lead from the patient's vasculature, the tip of the guidewire was noted to have broken off in the lumen of the lead. The broken tip was confirmed to be in the lead lumen and the patient did not experience any adverse effects. The lead was not implanted. The lead, with the broken guidewire tip still in the lumen, was returned to guidant for analysis.